Event description:
It was reported that (B)(6) days post a successful da vinci s hysterectomy procedure, while the patient was undergoing a non related secondary procedure, a small piece of plastic was found in the surgical wound. The site reported that the fragment looked related to the da vinci permanent cautery spatula instrument. The fragment was retrieved and the planned surgical procedure was completed. No patient harm, injury or adverse outcome was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one distal clevis ear was broken off at its base. Clevis ear on the opposite side of the conductor wire is broken off, resulting in partial dislodgment of yaw pulley. The broken piece was not returned, but is roughly .285 x .235 in size. Additionally engineering observed a missing conductor cap and broken ceramic sleeve. Cap is missing from the distal end. Conductor cap likely detached as a result of clevis ear breakage. Yaw pulley boss feature that mates with cap is broken. Ceramic sleeve is broken and missing pieces, including the entire smaller diameter cylindrical piece at the distal end. This damage is likely the result of mishandling.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for evaluation a follow-up MDR will be submitted.